Event description:
It is reported that pt complained of pain in her left femur. Upon viewing the x-ray, the ncb df plate appeared to be broken. Implant was confirmed broken upon extraction. The alleged implant was removed and a new one was put in place.

Manufacturer narrative:
(B)(4). No product was returned for eval. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B)(4).